Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a 40mm abdominal aortic aneurysm (35mm in the cia). It was reported that the patient presented emergently eleven days later. It was reported that the patient complained of buttock pain and it was discovered that this occurred due to common iliac artery (cia) peripheral ischemia which was due to single-side limb occlusion. It was reported that contra limb occlusion occurred in the terminal artery, and that it was considered that the cause was that the I psilateral limb was overlapped but the contra limb was not overlapped. Ballooning was performed at the occlusion site and an additional limb etlw1613c93ej was implanted inside the blood vessel, the kissing balloon technique was performed where the limb was overlapped-to-overlapped (double-to-double), and blood flow was confirmed in both sides by angiography. As per the physician the possible cause of the event is anatomy, the patient had a narrow abdominal aorta (approx 18mm diameter.) . No additional clinical sequalae were provided and the patient is fine.